Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that the customer was hospitalized three times. Once for low blood glucose levels and twice for high blood glucose levels. No blood glucose levels were reported for either hospitalization. The mother felt that the hospitalizations were caused by the infusion sets that were being worn at the time. Nothing further was reported.